Event description:
It was reported that the patient experienced in-stent thrombosis, leading to device explant. The patient presented with symptoms. An enroute transcarotid stent system was selected for a right transcarotid artery revascularization (tcar) procedure. Approximately 26 hours post-procedure, the patient experienced a tia, with symptoms manifesting on the left side. Computed tomography angiography (cta) revealed a filling defect, indicating the presence of thrombus and plaque prolapse material within the stent lumen. Although the patient had passed the post-procedure neurological check, postoperative blood pressure exceeded 230 mmhg. Compliance with dual antiplatelet therapy (dapt) was confirmed; however, no p2y12 inhibitor test had been performed. The stent was subsequently explanted. Images of the explanted stent demonstrated plaque prolapse and platelet aggregates within the stent. The patient was reportedly doing well.

Event description:
It was reported that the patient experienced in-stent thrombosis, leading to device explant. The patient presented with symptoms. An enroute transcarotid stent system was selected for a right transcarotid artery revascularization (tcar) procedure. Approximately 26 hours post-procedure, the patient experienced a tia, with symptoms manifesting on the left side. Computed tomography angiography (cta) revealed a filling defect, indicating the presence of thrombus and plaque prolapse material within the stent lumen. Although the patient had passed the post-procedure neurological check, postoperative blood pressure exceeded 230 mmhg. Compliance with dual antiplatelet therapy (dapt) was confirmed; however, no p2y12 inhibitor test had been performed. The stent was subsequently explanted. Images of the explanted stent demonstrated plaque prolapse and platelet aggregates within the stent. The patient was reportedly doing well.